Event description:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) requesting a quote for seven paddle adapter replacements. Available details indicate that the paddle adapter was showing char marks and the rubber of he paddle pocket plates are carbonized. The device was not available for additional investigation. The customer requested a quote to replace the paddle adapters. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The customer was provided with the requested quote for replacements to resolve the issue. There was no need for a technical visit as the customer can contact the sales team directly. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) requesting a quote for seven paddle adapter replacements. Available details indicate that the paddle adapter was showing char marks and the rubber of he paddle pocket plates are carbonized. The devices had burn points at the paddles due to excessive conductor gel. The device was not available for additional investigation. The customer requested a quote to replace the paddle adapters. Based on the information available and the testing conducted, the cause of the reported problem was a paddle failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with the requested quote for replacements to resolve the issue. There was no need for a technical visit as the customer can contact the sales team directly. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.